Event description:
Right mentor breast implant is ruptured. Left breast has a nodule that needs to be removed as suggested by 3 drs. I have severe pain, can't sleep, get fevers, dizzy, weak, the breast is smaller and sagging. Its been nearly 2 months since I've known and been to a general surgeon who sent me to the plastic surgeon who won't remove the implants until the nodule is removed. The general surgeon won't remove the nodule while implants are in. Plastic surgeon says I need to see a breast specialist but can't even name one in hawaii. I've has 2ct scans, ultrasound, and breast MRI to confirm this. I'm caught in the middle of a mess and my symptoms are worsening daily. My work and personal life at a halt due to my symptoms, each dr on island has done nothing but give me pain meds and antibiotics and refer me back to other drs. My health insurance company has directed me to see these drs and now I'm at a dead end getting sicker. I need some sort of idea or help of what to do before this becomes even worse. Im desperate for help as we have limited resources. The dr that put in the implant will not release my operative report and the lot # and style unless I provide a cash or credit card deposit. Mentor is the brand and were put in 2005.